Event description:
On 3/9/83 device was implanted. The entire device was replaced, date not indicated. On 6/19/96 the entire device was removed from the pt and replaced due to fluid loss--right cylinder.